Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After pre-dilation was performed using a balloon catheter, a 3.00x24 synergy¿ stent was advanced but failed to cross the lesion. When the device was removed from the patient, it was noted that the stent was lifted. The procedure was completed using a micro catheter and another of the same device. No patient complications were reported.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found damage to the midsection of the stent with one strut was lifted distally from the stent profile. There were no other signs of damage to the stent. A snap gauge was used during examination to measure the crimped stent outer diameter (od) of the undamaged portion of the stent which is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the mid-shaft section found a midshaft kink at approximately 10 cm proximal to the port bond. This type of damage is consistent with excessive tensile force being exerted on the delivery system. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After pre-dilation was performed using a balloon catheter, a 3.00 x 24 synergy stent was advanced but failed to cross the lesion. When the device was removed from the patient, it was noted that the stent was lifted. The procedure was completed using a micro catheter and another of the same device. No patient complications were reported.